Manufacturer narrative:
H6: physio-control further evaluated the customer's device and verified that the battery pins and the kepnuts were tight. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when moved. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when moved. There was no patient use associated with the reported event.